Manufacturer narrative:
The device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined. Below are all related report numbers regarding this literature review (47 total for this article): note, this MDR is included in the list below. 3025141-2025-00342, 3025141-2025-00343, 3025141-2025-00344, 3025141-2025-00345, 3025141-2025-00346, 3025141-2025-00347, 3025141-2025-00348, 3025141-2025-00349, 3025141-2025-00350, 3025141-2025-00351, 3025141-2025-00352, 3025141-2025-00353, 3025141-2025-00354, 3025141-2025-00355, 3025141-2025-00356, 3025141-2025-00357, 3025141-2025-00358, 3025141-2025-00359, 3025141-2025-00360, 3025141-2025-00361, 3025141-2025-00362, 3025141-2025-00363, 3025141-2025-00364, 3025141-2025-00365, 3025141-2025-00366, 3025141-2025-00367, 3025141-2025-00368, 3025141-2025-00369, 3025141-2025-00370, 3025141-2025-00372, 3025141-2025-00373, 3025141-2025-00374, 3025141-2025-00375, 3025141-2025-00376, 3025141-2025-00377, 3025141-2025-00378, 3025141-2025-00379, 3025141-2025-00380, 3025141-2025-00381, 3025141-2025-00382, 3025141-2025-00383, 3025141-2025-00384, 3025141-2025-00385, 3025141-2025-00386, 3025141-2025-00387, 3025141-2025-00388.

Event description:
A literature review identified the article, balu ar, bhargava r, mittal m, et al. Cost-effectiveness of locking vs nonlocking plates for ankle fracture fixation: a retrospective promis-based cohort study. Foot & ankle orthopaedics. 2025 jul;10(3):24730114251351632. Doi: 10.1177/24730114251351632. Pmid: 40678392; pmcid: pmc12267897. A retrospective study reviewed the cost of ankle fracture fixation from 2016 to 2021 in 493 patients. Patients were treated with either a locking plate (n=283) or a nonlocking plate (n=210). Locking plates provide increased stability and are offered in low-profile, anatomical designs, but they are more expensive than nonlocking plates. Locking plates included the acumed lateral fibula plate or the stryker pangea plate, while the nonlocking plates were all synthes one-third tubular plates. Patient outcomes were assessed for cost, complications, union rate, hardware removal rates, and functionality. In the locking plate group, 280 patients achieved union (99.0%) with an average patient reported outcome measure for functionality of 51.3%. In the nonlocking plate group, 209 patients achieved union (99.6%) with an average functionality score of 52.6%. Thus, there were 3 nonunion events in the locking plate group and 1 nonunion in the nonlocking plate group. Hardware removal rates were higher in the nonlocking plate group. Forty (40) patients underwent hardware removal, with 16 plate removals and 24 screw removals. Conversely, in the locking plate group, 30 patients had hardware removal with 24 plate removals and 6 screw removals. Infection rates were higher in the locking plate group, with 14 patients having an infection compared to 3 patients in the nonlocking group. This study concluded that both locking plates and nonlocking plates have similar patient reported outcomes and union rates. While locking plates had lower rates of removal, they had a higher rate of deep infections and were more expensive.